Event description:
Customer alleged that comfort curve blood glucose monitoring test strips were labeled with an expiration date of 02/28/2007. A review of the batch records by the manufacturing site confirms the expiration date is actually 02/28/2003. No serious adverse event was reported in connection with the alleged malfunction. Return of the suspect product was requested; replacement product was sent.